Manufacturer narrative:
Examination of the reported device was not possible as it was not returned for evaluation. A search of the complaints databases finds no other reported incidents of groin pain against the provided product and lot code combination since its release to distribution. The investigation could draw no conclusions about the reported event. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Additional information: litigation papers allege the patient suffered pain, disability, physical impairment, disfigurement, and aggravation of a pre-existing condition.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address loosening of the femoral sleeve. Osteolysis was reported around the sleeve with only fibrous ingrowth.